Event description:
A patient was treated for a hand wart in 2005. The levulan kerastick was applied to the wart for 30 minutes followed by approximately 8 minutes blu-u blue light photodynamic therapy illuminator light. The patient wore goggles during the treatment. The patient went home and experienced a seizure later that evening. As reported by the physician's office the patient has experienced at least one seizure previously (following a dental procedure). Patient went to the hospital after the seizure but it is unknown if they were admitted. Physician's office stated the following month that they believe the patient is recovered.

Event description:
A pt treated for a hand wart in 05. The levulan kerastick was applied to the wart followed 30 minutes later by approx 8 minutes of light by the blu-u blue light photodynamic therapy illuminator. The pt wore goggles during the treatment. The pt went home and experienced a seizure later that evening. The pt has experienced at least one seizure previously (following a dental procedure). Pt went to the hospital after the seizure but it is unknown if they was admitted. The pt was not admitted to the hospital following the seizure of 05. The pt has a history of seizures (at least one previously), but had been seizure free for 1 year prior to current episode. Pt is fully recovered.